Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fatigue ('fatigue'), menorrhagia ('heavy/prolonged menstruation'), migraine ('migraines,'), genital haemorrhage ('bleeding') and pelvic pain ('pain') in an adult female patient who had essure inserted for female sterilisation. Other product or product use issues identified: medical device monitoring error "ablation and essure insertion performed on same day". The patient's medical history included uterine bleeding. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage, pelvic pain, menorrhagia, fatigue and migraine. Essure treatment was ongoing at the time of the report. At the time of the report, the genital haemorrhage, pelvic pain, menorrhagia, fatigue and migraine outcome was unknown. The reporter considered fatigue, genital haemorrhage, menorrhagia, migraine and pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-jan-2020: quality-safety evaluation of ptc. Case was downgraded from serious incident to non serious incident. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "ablation and essure insertion performed on same day". The patient's medical history included uterine bleeding. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pain"), menorrhagia ("heavy/prolonged menstruation"), fatigue ("fatigue") and migraine ("migraines,"). Essure treatment was ongoing at the time of the report. At the time of the report, the genital haemorrhage, pelvic pain, menorrhagia, fatigue and migraine outcome was unknown. The reporter considered fatigue, genital haemorrhage, menorrhagia, migraine and pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.